Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and a missing luer lock was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak from the first y connector was observed. An underwater leak test was performed, and a leak from the y connector was observed. Further visual inspection with a vision scope system confirmed a line in the middle on the soft septum of the y connector. The reported condition was verified as a leak from the y-site. The cause was determined to be from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from one of the connections of the equipment during the purging process while adjustment of parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.